Manufacturer narrative:
D1: the reported product is an unknown vantive homechoice automated pd set with cassette. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient, using the homechoice disposable sets with cassette, repeatedly encountered an alarm during therapy resulting in interruptions to pd administrations. It was reported that the patient would turn off the machine and discontinue treatment. Subsequently, the patient developed swelling of the face and extremities, elevated blood pressure, breathlessness and a general feeling of unwellness. It was not reported if the patient was hospitalized. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.